Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak in the tubing was confirmed and the cause is currently under investigation. The product returned for evaluation was one 20 ga x 0.50 in. Safestep infusion set without y-site. The returned product sample was evaluated and the following observations were made: ¿ a tear in the extension tube was seen at the interface of the proximal luer adapter. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component, and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that blood noted leaking from tubing. Crack seen- needle removed. There was no IV fluids and/or medications were infuse at the time of occurrence. No other information provided. Additional information received 02/10/2023: none damaged noted that caused leakage. Mediport needle had to be changed earlier than scheduled.

Event description:
It was reported by the customer that blood noted leaking from tubing. Crack seen- needle removed. There was no IV fluids and/or medications were infuse at the time of occurrence. No other information provided. Additional information received 02/10/2023: none damaged noted that caused leakage. Mediport needle had to be changed earlier than scheduled.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.